Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter reverting to setup mode was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
No product is expected to be returned.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have pcb contamination at ic114. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.